Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial / lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a pocket revision.